Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse spoke to the isi clinical sales representative (csr) and confirmed that they had no further issues. The fse was closing the case as a phone fix. No site visit was required.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that the right master tool manipulator (mtm) dropped when the surgeon let go of the grips. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that this may happen due to port placement and gravity, and advised ensuring the grips were not released until they came out of the viewer. The procedure was being completed as planned, with no reports of patient injury.